Event description:
Device 2 of 3. Reference MFR report: 1627487-2012-11727. Reference MFR report: 1627487-2012-11729. It was reported, the pt had felt ipg pocket heating while charging since the implant. In addition, the pt reported, he felt stinging sensations as the ipg site and the lead site while the stimulation was turned on. Follow up with the physician identified the physician planned on performing a fusion in the next few months. It was reported reprogramming was unable to provide coverage to the right leg. The physician may undertake surgical intervention to move the lead position at a future date.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.